Manufacturer narrative:
Patient exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, suture was hidden in the ligator cap which caused difficulty installing the device and the bands would not fire successfully. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.